Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number: mm2364, and no non-conformances were identified. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020, and suture was used. During the procedure, the suture broke sewing the peritoneum. There were no adverse patient consequences reported. No additional information was provided.